Event description:
Customer reported conflicting results; positive flu b result followed by negative flu b result. 1 asymptomatic patient out of 50 tests.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.